Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the insertable cardiac monitor (icm) was over-sensing due to electromagnetic interference (emi). No intervention was performed. The patient was in stable condition.